Manufacturer narrative:
Investigation evaluation: a review of dimensional verification, complaint history, device history record , instructions for use , manufacturing instructions, quality controls, trends, and a visual inspection were conducted during the investigation. The visual inspection of the complaint device confirmed that the device was broken into two separate pieces. One distal segment was returned measuring 5.5mm, this was returned inside a specimen jar. The length of the proximal segment is approximately 300cm. The distal fiber segment at the point of separation was broken on the side of the fiber optic. Black charring was not visualized under magnification. Additionally, a document based investigation evaluation was performed. A search of the complaint database revealed no other complaints related to this lot number. The device history record was reviewed and no non-conformances were found during the production of this lot number. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. The instructions for use (IFU) included with this device provides the following information to the user related to the reported failure mode: warnings * do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. The assigned likely cause category for this failure mode is - cause traced to user, unintended use error. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical products: storz flexible ureteroscope, holmium laser hl-30c. (B)(6). PMA/510k # k163197. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a left retrograde pyelogram, removal of stent, +/- laser of renal stone, +/- insertion of stent procedure using a storz flexible digital ureteroscope, holmium laser hl-30c, and a cook® single-use holmium laser fiber, the clear tip of the laser fiber broke off. The device fragment was removed from inside the access sheath. This was achieved by ¿dragging¿ the piece out using the flexible ureteroscope. A new fiber was opened and used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.